Manufacturer narrative:
H.6 one opened sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out as per tp700483 and no issues were observed. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: needle (partially) blocked

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: needle (partially) blocked.